Event description:
In 1999 while in hosp, the dr installed a catheter aortic heart-balloon pump. After 12 to 15 days balloon failed and they had to perform emergency surgery to remove pieces of balloon from pt's arteries and removed left collar bone, ribs, etc; cut muscles in left arm under armpit. Infection got in wound, nearly died; this pump and balloon failure was very dangerous. This has happened before, re-call dates enclosed.